Event description:
Percutaneous line was noted to have a "pinpoint" hole in the line past the 25 cm mark. The hole was found prior to removing the wire, after breaking away the needle. Steel needle was used. Needle was broken away at the 35 cm line. Hole was found when flushing after advancing the catheter into position. Hole was not found during pre-flushing procedure. Noted when nurse heard the spray and noted wetness on the drape. The line was repaired and remained in the pt. No adverse pt effect.